Event description:
Approx 8 months following the placement of 3 cypher stents, the pt returned for follow up. Coronary angiography revealed a stent fracture. It is unk if there was any restenosis or if any intervention was necessary. Indication for the initial procedure is unk. The target vessel is identified as the distal left anterior descending artery but no lesion or vessel characteristics are available. The lesion is pre-dilated with a 2.0 x 20mm unk balloon at 6 atms for 30 seconds. Three stents are placed in overlapping fashion. The 2.5 x 33 stent is deployed at 12 atms for 30 seconds. Post-dilatation is performed with a 3.0 x 10mm unk balloon at 12 atms for 30 seconds x 2 inflations.

Event description:
Approx 8 months following the placement of 3 cypher stents, the pt returned for follow up. Coronary angiography revealed a stent fracture. It is unk if there was any restenosis or if any intervention was necessary. Indication for the initial procedure is unk. The target vessel is identified as the distal left anterior descending artery but no lesion or vessel characteristics are available. The lesion is pre-dilated with a 2.0 x 20mm unk balloon at 6 atms for 30 seconds. Three stents are placed in overlapping fashion. The 2.5 x 33 stent is deployed at 12 atms for 30 seconds. Post-dilatation is performed with a 3.0 x 10mm unk balloon at 12 atms for 30 seconds x 2 inflations.